Manufacturer narrative:
Correction: the previous or initial MDR submitted on september 12, 2023, was filed inadvertently. The correct date of awareness was on september 22, 2023, not august 21, 2023 and the correct date of explant was on (B)(6) 2023, not july 22, 2023, as previously reported. Per the clinic, the patient experienced skin breakdown at the implant site, exposing the receiver/stimulator. The device was explanted on (B)(6) 2023 and the patient was reimplanted with a new cochlear device during the same surgery. This report is submitted on october 10, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 11, 2023.

Manufacturer narrative:
This report is submitted on september 12, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to pain and discomfort at the implant site. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.